Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during dwell 5 of peritoneal dialysis therapy. The home patient was connected at the time of the alarm. During troubleshooting, there was nothing unusual found that could have caused or contributed to the reported event. The power was cycled to clear the alarm and the patient was to complete therapy using all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the device was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.